Event description:
It was reported that the clinician contacted arrow clinical support (acs) advising that they were using the pump in surgery when they received a "fill pressure alarm" and they were unable to pump. As a result, they exchanged the console. There were no associated patient complications.

Manufacturer narrative:
The hospital biomed evaluated the console and determined the power interface board to be the source of the difficulty. However, no parts were returned to arrow for evaluation. The root cause could not be confirmed with certainty and no specific conclusion could be drawn. A follow-up report will be filed if more information becomes available.